Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen did not operate and unable to be calibrated either. There was no patient involvement.